Event description:
It was reported that patient underwent cup revision. Revised to competitor cup. Provided new metal s-rom head. All pieces retrieved. No loosening. No case delay. Not infected. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".